Event description:
It was reported patient lost effective coverage due to high impedances on the cervical lead. As patient underwent surgical intervention to address the issue, the left extension and the lead were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.